Event description:
Pt moved while prosthesis was being placed. This led to prosthesis going too far into vestibule of the inner ear. The physician retrieved the wire, but the teflon coat remained in the vestibule. Pt problems are dizziness possibly in certain positions. A craniotomy to sever the nerve will alleviate the dizziness could be an option.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated, visual examination. Results of evaluation: component failure, telemetry failure, other, other. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service. Invalid data - on device destroyed/disposed of status.